Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it was found that the tracheotomy tube balloon had an air leakage after being inflated with 8-10ml, and there was no obvious air leakage during the inflation of 4ml. The respiratory function monitoring showed obvious leakage, and an audible leakage sound. The tracheotomy tube was then removed and replaced with another new tracheotomy tube. After insertion, it was connected to the ventilator for normal ventilation, with no leakage waveform or leakage sound. This occurred while in use with a patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
The investigation of the complaint was limited because no sample was returned. It is suspected that the device was damaged during the intubation process. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the device is returned, the complaint will be reopened for further evaluation.